Manufacturer narrative:
The sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for the filter limb detachment and retrieval difficulties, however the root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model md800j, vena cava filter, allegedly had a detached filter limb and was difficult to remove. This information was received from one source. This malfunction involved a (B)(6) year old female patient weighing (B)(6) kgs with no consequences.